Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ongoing occlusion alarms occurred. The customer's blood glucose level was 525 mg/dl. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump and resumed insulin therapy.